Event description:
Customer reported an unspecified cause for high blood glucose levels, with the value displayed as "high". Cause was not known. Customer addressed the issue by administering a correction bolus via the pump, and no further assistance from technical support was required.